Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a small piece of coating remained in the patient body, causing pain and fever. Additional information has been requested but not yet received.